Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported right side "pain in breast with visible change of shape and contour of the breast also grade 3 capsular contracture." Device has been explanted.

Manufacturer narrative:
Device evaluation: deformation device, creases fold, wear abrasion and weight to the spec; cloudy and voids in the gel observed after autoclave cycle.base on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Physician reported right side "pain in breast with visible change of shape and contour of the breast also grade 3 capsular contracture." Device has been explanted.